Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was still having oozing and blood at the incision site from the implant surgery on (B)(6)2016. It was later reported that the patient had been fighting an infection at the ins site since implant in mid (B)(6). It was noted that they did not know the exact date, and earlier information stated that implant was (B)(6) 2016, which is slightly conflicting information. It was stated that the patient was on their third round of antibiotics for the infection, and they may need to have the ins explanted later if it does not clear up. The patient was going to follow up with their healthcare professional. There were no device issues reported.